Event description:
The caller reported that the customer (her husband) self-administered his "lunch time insulin" and "forgot to eat after taking the insulin". It was further reported that the customer "laid down" and started to experience the symptoms that were described as "sweating, almost unconscious". The caller reported that the customer had not received the replacement meter yet and as a result was unable to "check his blood sugar". It was also reported that he "fell asleep", his "wife tried to wake him up" and that the paramedics were called. The caller reported that the customer self-treated with "orange juice and glucose and sugar" to counteract the medical event. The customer was transported to a health care facility, diagnosed with hypoglycemia and treated with intravenous glucose, "sandwich and some juice". There was no report of death or permanent injury associated with this medical event.

Manufacturer narrative:
This is a final report. The medical event was related to delivery issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required. The customer's date of birth is unknown. (B)(4).